Event description:
The patient went in for a refill; the expected residual volume was 3.2ml and the actual residual volume was 5ml. Telemetry confirmed a critical alarm was occurring due to motor stall. The stall occurred on (B) (6) 2010 at 9:00am with no recovery. The patient had not had a MRI and there was no new equipment in his home. He experienced a return of pain symptoms though no withdrawal symptoms. The pump contained morphine sulfate 16mcg/ml, bupivacaine 4mcg/ml, and dilaudid. After the pump was updated, it was still stalled. During refill, the nurse was only able to fill the pump with 32ml of drug; it was possible before to fill the pump with 40ml. The patient's symptoms were being well controlled with oral mediation. The pump was replaced.

Manufacturer narrative:
(B) (4).